Event description:
It was reported to boston scientific corporation that an rf 3000 radiofrequency generator was used in 2008. According to the complainant, during the procedure, roll off was achieved; however, the power did not drop below 50 watts. The complainant also commented that: during the ablation, the system shutdown, and displayed error code e83; this error code is a recoverable fault code, indicative of an over power condition. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.